Event description:
The customer reported that foreign object was found in the evis exera iii gastrointestinal videoscope channel. The event occurred during an unknown procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, objective lens glue worn, light guide lens glue worn, bending section cover crack, distal end plastic dents/scratches, and insertion tube excessive buckling/discoloration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon was unable to be reproduced, it is assumed that the reported event temporarily occurred at the user facility. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Inspection of the biopsy valve (mb-358) - the biopsy valve is a consumable that should be inspected as described below before each use. Replace it with a new one if any irregularity is observed during the inspection. An irregular, abnormal, or damaged valve can reduce the efficacy of the endoscope¿s suction system, and may leak or spray patient debris or fluids, posing an infection control risk.¿ ¿precleaning the endoscope and accessories - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Brush the instrument channel port; detach the accessories from the endoscope; reprocessing the accessories.¿ olympus will continue to monitor the field performance of this device.